Manufacturer narrative:
Cardioquip's investigation determined the water level sensor was assembled incorrectly. After all damaged components were replaced, the device passed inspection and is fully operational.

Event description:
Customer reports device smoking.

Event description:
Customer reports device smoking.

Manufacturer narrative:
Further review determined that this is a non-reportable event.